Event description:
The manufacturer received information alleging, "after starting the air supply, the left half of the display screen was blacked out, and a diagonal line appeared on the right half side and the screen was disturbed" occurred. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The error log was checked, but no errors indicating a device failure had been recorded. The device¿s lcd display was replaced to address the issue.